Event description:
It was reported that this pacemaker patient experienced shortness of breath (sob) and heart failure symptoms. The right ventricular (rv) lead exhibited loss of capture and the pacing impedances increased from 500 ohms to 1480 ohms. The programmed outputs were increased from 2.5v to 5.0v as the rv thresholds were 2.5 v. Subsequently, a revision procedure was performed. The pacemaker was explanted and replaced. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.